Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher readings while wearing the adc freestyle libre sensor. On (B)(6) 2019, the customer obtained a scan of "hi" (500 mg/dl or greater) and self-administered insulin (dose unknown) and subsequently lost consciousness. It was reported that the customer received a capillary reading of 120 mg/dl from the customer's insulin pump. The customer was rushed to the hospital where she was treated with a glucagon injection for hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported higher readings while wearing the adc freestyle libre sensor. On (B)(6) 2019 the customer obtained a scan of "hi" (500mg/dl or greater) and self-administered insulin (dose unknown) and subsequently lost consciousness. The customer was rushed to the hospital where she was treated with a glucagon injection for hypoglycemia. A blood glucose of 120mg/dl was obtained on an unspecified meter there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.